Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026, it was reported that the patient reported that shortly after sensor insertion, the sensor reportedly displayed persistent ¿LOW¿ glucose readings. The patient did not have access to a fingerstick BG meter and therefore was unable to verify the CGM readings. Based on the reported low CGM values, the patient consumed sweets in an attempt to normalize glucose levels. It was also reported that insulin was administered at some point during this timeframe. Follow-up efforts were made to obtain additional information regarding the circumstances surrounding the insulin administration and its relationship to the reported LOW CGM readings, but no further details were provided. On (b)(6), due to concerns regarding his condition, the patient presented to the hospital. Upon evaluation, a fingerstick BG reportedly measured 500 mg/dL. The patient was subsequently admitted to the hospital and reported receiving medical treatment and medications; however, he declined to provide specific treatment details and stated that the hospital should be contacted directly for additional information. The patient was discharged on (b)(6) 2026. During the event, the patient reported diabetic ketoacidosis (DKA). seizures, loss of consciousness, confusion/disorientation, shakiness, sweating, dizziness, nausea, vomiting, headache, increased thirst, increased urination, and blurred vision. Following discharge, the patient reported that he continued to feel unwell and remained under medical care, including blood work and follow-up appointments with his physician. It was noted that the patient was not connected to an insulin pump at the time of the event. The patient's condition at the time of reporting was unknown. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of Diabetic Ketoacidosis and loss of consciousness.